Event description:
I purchased fixodent denture adhesive cream which says on the front in big blue letters on white: "no zinc added" -- but alas! I just looked at ingredients on the back which says: "contains up to 0.2% zinc (12% of the level in other fixodent cream adhesives) as a result of shared mfg lines." Well, I don't give a (B)(6) about why it's on there -- it is false advertising and I worry about getting too much zinc the way it is. Why are they allowed to say: no zinc added?" And are they only getting their hands slapped? Dates of use: (B)(6) 2014.